Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation confirmed that the locking catch of the angled acet inserter had broken. Previously a corrective action was identified for this failure mode whereby a design change was implemented and routed on eco-193427 (dwg-106984) in 2007 in order to strengthen the locking catch. The design verification was completed and routed on dva-101743-fde and concluded that there are no outstanding actions identified. This product was manufactured to the revised design however no trend is identified at the current time. The complaint shall be closed with a justified conclusion it will be entered into the complaint database and monitored through trend analysis. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Plastic thumb slide broke.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.